Event description:
(B)(4). Initial info for this spontaneous case was received from a physician on 16-nov-2007: a female pt received poly-l-lactic acid (sculptra) from another physician about 1 year ago injected along the orbital rims for cosmetic enhancement. The pt developed subcutaneous nodules on each side which were barely visible but the pt was able to feel them (onset date reported as about 1 year ago). The pt's physician gave her an "injection of some sort for counter-intervention" about 6 months ago; however, this did not help and the symptoms continue. The event was ongoing at the time of this report. Lot number and expiration date were not provided. The physician did not have additional info to provided. Additional info for sculptra (lot #/exp date unk) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Addendum for health care professional data collection form returned by the reporting physician, received 18-jan-2008: physician indicated that he was not the treating physician, and event info was "mostly by pt history only." Pt's date of birth, age (B)(6), height and weight included. Pt not pregnant at time of treatment. Poly-l-lactic acid treatment date (B)(6) 2006, indication "fill tear trough deformity underneath both eyes," "cosmetic enhancement of orbital rims." Lot number/exp date not provided. Event started (B)(6) 2006, described as "palpable subcutaneous nodule in area of injection bilaterally." Outcome of event ongoing. Medical history and concomitant medication provided. Pt has no known allergies. Causality not provided. Comment was "unk." Reply to listing of any medications or disease state that may have played a role in the event: "probably none."